Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the patient presented with a patella baja of the left knee. The patient underwent a revision surgery on (B)(6) 2023 to revise the eleos distal femur to a custom distal femur. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
The patient was experiencing patella baja, resulting in the need to change the alignment of the hardware to allow for proper tracking of the patella during flexion and extension. Patella baja is the condition of a patient's patella lying lower than intended, which can cause pain and restricted range of motion. The implanted eleos distal femur was revised. A custom distal femur and custom tibial hinge was designed for the patient, and the revision surgery took place on (B)(6) 2023. This complaint captures the distal femur which was revised. The explanted distal femur was not returned for evaluation. However, a radiographic image was provided, where it can be confirmed that the patella is sitting lower than intended. The root cause of the patella baja condition could not be determined conclusively. The cause of this condition could have been due to multiple factors- insufficient alignment/placement of the patella intra-operatively, improper selection or positioning of components intra-operatively, post-operative trauma, etc.

Event description:
It was identified that a patient's eleos distal femur was revised during a my3d personalized solutions procedure, due to the patient experiencing patella baja. The patient was experiencing patella baja, resulting in the need to change the alignment of the hardware to allow for proper tracking of the patella during flexion and extension. The patient was revised on (B)(6) 2023, where a custom distal femur and custom tibial hinge was designed for the patient. This event will be reported to the FDA as a serious injury due to the patient undergoing a revision procedure. This complaint captures the eleos distal femur which was revised.